Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (rtm) got so hot it burned the patient's skin and there was still a mark there from the paddle. A replacement rtm was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. Analysis of the recharger (serial #(B)(4)) found the device was scrapped, but the complaint was unverified as no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the mark was still there/not going away, and it hurt for a while. They let their hcp see it and notified them of what happened. Because of this, the patient sent their "old one" back, and another one was sent to them. No further complications were reported or anticipated.